Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The customer reported that the system was powering up with non-recoverable errors. System log review revealed error 311, indicating an issue with the golden image on the tower. The fse entered maintenance mode and attempted to launch the o2 download application, then accessed the system logs. The fse successfully reprogrammed the tower common compute controller (ccc) board and completed a full system verification procedure. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting ¿ pre anesthesia of a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported the system was powering up with non-recoverable errors. The system logs reflected an error 311 pointing to the golden image on the tower. The tse explained the issue would require an field service engineer (fse)site visit to reprogram. There was no patient involvement.